Event description:
It was reported that a patient underwent a pelvic floor repair procedure on in 2006. During the procedure, venous hemorrhage occurred at the lower left side of the guide passage. Massive transfusion (8cg and 6pfc), re-animation, and selective pelvic embolization was required. Two days after the procedure, the vaginal sutures and strips of gauze were removed. The patient left the hospital after seven days and the vaginal wall prolapse is not resolved. The following year, the patient is fine and the blood analysis is normal.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.